Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, and white particles in device outer surface and one linear opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified one smooth crease opening. Fill inspection was performed and identified the no blockage was discovered in the valve. Based on the device analysis the final assessment is: one opening crease smooth assessed as fold flaw opening.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.